Event description:
Rep paged and unit stopped on pt. (Customer had previous call approx 6 hours before, upper alarm not set correctly and 20% of max function was activated). Called rep back, rep is at home and calling for rt's at hosp, explained customer need to talk to rt involved to get correct info. Rep gave customer number to dept and told customer to ask for nicu rt. Called hosp, spoke to contact who was not there at time of incident but knew what was going on asked to speak to nicu rt, could not get a hold of rep. Unit was on following settings at time of incident map 12 delta p of 20 hz of 10 it 33% upper alarm 15 lower alarm 9 unit would not lose pressure, that customer knew of, and would stop. Pt was switched to cmv there was no pt compromise. Customer was then able to page nicu rt and talk to rep about incident, was able to get s/n of unit and according to them unit did not lose pressure while on pt. It just stopped. There are no cell phones or two way radios in area. Also attempted to call factory trained biomed, to follow up called back and was not told it was reported that unit failed while on a pt. Customer was under impression that unit was not passing pt circuit cal or performance check. Gave biomed s/n of unit. Biomed will go and test unit and call back with findings biomed believes it was user error biomed heard that when night shift supervisor came in later that day biomed was able to find problem and fix unit. According to biomed. The staff on this past weekend was not familiar with unit and this led to problems.